Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device also was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 150 mg/dl. He stated the buttons would skip menus, and then it would alarm button error. Now the buttons don't work and the backlight won't turn on. There were no significant events leading to the alarm. Customer holds the device in his pocket. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.